Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was found that a hardware failure had occurred in one of the drawers. A field service engineer (fse) found that the drawer was not opening due to damage to the bottom frame of the cabinet. Tried to bend the cabinet back into place but it would not budge. Planned to return on monday with better tools. For the moment, the drawer was working but the frame was still creating drag on the drawer. Made sure the drawer was opening and shutting as a temporary fix. With a rubber mallet, was able to bend the frame back into place. Reinserted the drawer and opened and closed it without issue. Booted up. Tested the drawer using the final test in the hardware test application. Test was successful. The system functioned as intended after the field service engineer repaired the device.